Event description:
The technician alleged the side rail would not latch. No injury reported.

Manufacturer narrative:
The technician found the side rail is missing the screws from the bracket assembly. The technician replaced the side rail bracket assembly screws to resolve the issue.